Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed a high impedance measurement. Trend data for lead measurements was reviewed for the previous 12 months and all data was stable and with in range. Boston scientific technical services recommended continued monitoring. There were no adverse patient effects reported. The device remains in service.